Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 8 months post-index procedure where physician observed a type ii endoleak with 7mm of sac growth. The patient is currently asymptomatic and physician is planning to schedule a re-intervention to resolve the type ii endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be user related, due to the off-label neck anatomy. Procedure related harms included a type ii endoleak. The final patient disposition could not be ascertained due to a lack of medical information surrounding the event, however, the patient was reportedly stable and awaiting an intervention. There have been no further reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.